Event description:
On inspection of subject specimen bottle, a piece of a gum wrapper was found attached to the bottle from the underside of the cap to under the label. The item is available for inspection. Subject complaint appears to be an isolated incident whereby the gum-like portion of seal/liner dislodged itself to its current position (i.e., from underside the cap to under the label): and/or the inside portion of the packaging wrapper materiel (peel-open strip or tear-open) attached itself to the specimen cup. There are no other complaints on file and facility is considering this an isolated damaged packaging incident.